Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 245 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.